Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial oversensing. Atrial sensing integrity counter (sic) count is high - 2628 since last session 104 days ago, but non-physiologic oversensing cannot be confirmed as there are no stored atrial lead egms. Atrial capture threshold generally rises from 0.625v (B)(6) 2015 to 2.5 ohms (B)(6) 2015, with some variation in between.

Event description:
It was reported that noise and gradual impedance increase was observed for the atrial lead on the electrogram. A lead tip-to-tissue interface issue is suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that approximately three and half weeks later, right atrial (ra) lead impedance warning triggered. Atrial lead high threshold, impedance spike, high impedance and then return to normal impedance level. Device settings were re-programmed, and ra impedance alarm turned off. Approximately, five months later ra lead exhibited abnormal sensing as well. The ra lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the post approval network product surveillance registry (pan psr) clinical study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.

Event description:
Additional information received indicated that again a ra lead warning triggered for high impedance. The device settings were re-programmed and the ra lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.